Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that after wearing the pod on her arm her blood glucose reached 300 mg/dl less than 48 hours after the pod was activated. She noticed her site was irritated, bright red, hot to the touch, it was in the size of a dime and there was pus coming out. On (B)(6) 2014 she went to see her doctor who had the site lanced and also prescribed her antibiotics for her site infection.